Event description:
It was reported that the battery gauge was fluctuating. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly; customer reverted to manual injections for insulin therapy.